Event description:
Healthcare professional reported immediately after injection with juvederm ultra xc in bilateral tear troughs, left nasolabial fold, and "forehead line" pt developed "hives that spread over all treatment areas." Symptoms were further described as an inflammatory reaction consisting of redness, edema, and itching. The healthcare professional prescribed the pt prenisolone; symptoms are ongoing. Pt has a history of "insect bite issues" where they would develop "wells etc." After being bitten; these "issues" would resolve after a few days.

Manufacturer narrative:
Medwatch sent to FDA on 04/25/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "hives", "inflammatory reaction", redness, edema, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.